Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer went into emergency pacing mode during an interrogation. Analysis did find that the floppy drive would not work when reloading software and it was therefore replaced. Concomitant medical products: product ID mdt-ipg. (B)(4).

Event description:
It was reported that while the programmer was interrogating a pacemaker, the pacemaker went into emergency pacing mode. It was further reported that the radiofrequency programmer head did not work. The programmer and the radiofrequency programmer head were returned for service. Follow-up was conducted but the information for the pacemaker were not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID mdt-ipg implantable pulse generator. (B)(4).